Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2010 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that a charging session left the patient with signs of painful irritation. It was noted that the patient started getting blisters while charging the device. The patient decided to stop using the scs system and was taking pain pills ever since.